Manufacturer narrative:
Cmp- (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-02091. 0001825034-2022-02093. Medical product: unknown vanguard articular surface size 13mm. Unknown vanguard femoral size 65mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a manipulation under anesthesia (mua) approximately six weeks post implantation due to moderate stiffness. Attempts to obtain additional information have been made. However; no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 it was reported a patient had a total knee arthroplasty. Subsequently, six weeks later, underwent a manipulation under anesthesia due to stiffness. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia, with anesthesia is (mua). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.